Manufacturer narrative:
Additional information: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
The customer reported that the low blood glucose level was treated with glucose tablets that were administered by paramedics.

Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experience low blood glucose (bg) levels (20-33 mg/dl). Due to the low bg, the customer fell and skinned/bruised his elbow and back. Glucose tablets were consumed to address the low bg level. The customer stated that the pump over delivered insulin due to an increased temp rate on the pump that is not set by the customer. After tandem technical support reviewed the pump t:connect data, the customer thought that the boluses may possibly have been inadvertently entered by him as the bg and carb buttons are so close together. The customer also stated that on one occasion 100-120 units of insulin were removed from the cartridge when the insulin gauge stated that there was 70 units left. The customer reverted to using a non-tandem pump to manage diabetes.